Manufacturer narrative:
Follow-up # 1 ¿ (01/17/2015), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on 1/7/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verioiq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient could not remember the date/time that the alleged inaccuracy began. The patient stated that she obtained a reading of "80 mg/dl" with the subject device compared to feelings/normal results. The patient stated that she consulted her doctor (date/time not provided) who advised the patient to "subtract 10% off her result to get her real result". The patient claimed to have developed the symptoms of "sweating, shaking and nausea" after the alleged inaccuracy began (date/time not provided), and she stated that she took extra food/drink as self-treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the subject test strips were not expired; however, the patient was unable to say if they had been opened for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptoms of ¿sweating and shaking¿ after the alleged inaccuracy issue began. These symptoms do meet lifescan¿s criteria for a serious injury.